Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar ventricular lead impedance was consis- tently >2500 ohms during an autocapture threshold test, capture was lost at 0.75 v with the back-up pulse not capturing. Autocapture was turned off, and the device was left in unipolar pacing at 5.0 v, 0.5 ms.